Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be performed.

Event description:
It was reported that a small volume folfusor had an under infusion. A patient was involved, but there is no report of adverse event in association with this event. No additional information is available.